Event description:
On june 19, 2006 the lay user pt contacted lifescan alleging that she received medical attention because her one touch ultra powers off during use. The medical affairs specialist sent a letter on june 23, 2006 since the pt cannot be reached by telephone to obtain/verify additional information. The following information was obtained from the customer care advocate from the initial call. The pt stated that the meter was not out of the box, the battery contacts are good, and the battery has been replaced per the owner's manual. The customer care advocate verified that the meter turns off before the auto shutoff. The pt was unwilling to report if she had any symptoms and if she tested on the meter at the time of concern; however, she indicated that she received insulin treatment from a healthcare professional (hcp). She would not provide blood glucose results if any from the hcp. It would be helpful to know if the pt was symptomatic at the time of concern, when the power issue started, if she made any changes to her diabetes care because of the power issue, and when she received medical attention in relation to when the power issue started. Although it is unk if the pt suffered any symptoms that would suggest a serious injury, this complaint is being reported because the pt indicated that she received insulin treatment from a health care professional, while the meter was having the power issue. In addition, the power issue was unresolved with troubleshooting. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.